Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: h2, h3, h6, h11 the device was returned to olympus for inspection, and the reported failure was not confirmed. A definitive root cause of the reported issue could not be determined. The most probable cause of the complaint is cause not established, which is the investigation findings do not lead to a clear conclusion about the cause of the reported adverse event. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.

Event description:
It was reported that during a therapeutic colonoscopy, the procedure went normally with the colonovideoscope with few polyps using a cold snare that was completed using the same device, but the patient developed abdominal pain post procedure and the CT scan performed showed active extravasation near the spleen. Patient underwent endovascular coiling (or ir coiling)-guided coil embolization of the splenic artery to stop bleeding. Patient was fine after embolization. Patient is alive after procedures. The patient had minimal past medical problems (minimal progressive macular hypomelanosis (pmh), history of pseudoanyeuryms rupture, an active extravasation near the spleen with no obvious known surgeries or irregular anatomy to account for the events. Additionally, the surgeon stated that this is the only incident (one of two) where a splenic laceration (grade 5) post colonoscopy occurred, both with the same "new" olympus scope. It would seem very likely related to the device however it is very difficult to tell. As repeatedly expressed, the olympus "new" scopes are far too stiff, but per olympus this is "normal". The new scopes feel like a well used scope that is stiffened. There were no reports of further patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.